Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix extended and retracted smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing the lead. Additionally, it took 30 turns to extend the lead helix; however it was not fully extended. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.